Event description:
(B)(4). Approximately three months after having essure implanted, I began have debilitating headaches, consistent joint pain, irregular and heavier than normal periods, excessive weight gain/bloating and extreme irritability. None of these symptoms were present with any sort of consistency prior to implantation.